Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted:(B)(6) 2025, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
New information was received from the patient. They reported that the lead must have bent at the original insertion. This is because the manufacturer tech saw a bent lead on a x-ray, and the only x-ray that the patient had was on the insertion date. To resolve the bent lead issue, another set of x-rays were taken, and the leads were surgically replaced. The bent lead issue was resolved with a surgical reinsertion. A rep reported that they did not tell the patient that the lead was bent, the only information that they have is that there was a lead revision performed on (B)(6) 2025. Another rep noted they only have information on reprogrammings due to patient not getting coverage. The rep reported they estimate they were aware of the lead revision on (B)(6) 2025.

Event description:
(B)(6)2024: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are having pain in their calves. Pt added that if they turn their stimulation up at all, they get a lot of vibration in their right leg and they have to turn stimulation back down. Patient stated they are on group b and they don't know what the other groups or subgroups are set up for because they were not given any instructions. Agent reviewed role of manufacturer representative (rep), healthcare provider (hcp), and patient services. Pt stated hcp told them that since they are healed, it is a manufacturer problem to deal with the programming. Agent redirected to hcp to further address pain and pt's stimulation settings. Agent sent email to reps for visibility. Pt stated they will try to make appointment with the doctor. (B)(6)2024: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were on group c and at night they turned the stimulation down because when they were laying down, the stimulation was vibrating a little bit. Patient said this morning, the stimulation wouldn't go back up and kept seeing a message stating cannot provide intensity. Patient mentioned all other groups for a and b will work to make therapy increases, but group c will not allow patient to increase, only decrease. Patient stated they had decreased stimulation intensity in group c a little, and they are at 1.4 intensity which patient stated was 'sort of low.' Patient also mentioned that group c hadn't given them relief in their leg like they had been getting. The patient was redirected to their healthcare provider to further address the issue. Patient asked if they could contact the manufacturer representative (rep) directly regarding this issue, and agent reviewed role of rep. (B)(6)2025: additional information was received from patient who reports that they met with their manufacturer representative (rep) who told them that one lead wire was bent. They report the rep reprogrammed them with the controller which resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# unknown product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.